Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that using the aligners has caused them dental issues. At check in patient marked true to discomfort, pain, gingivitis, sensitivity and jaw discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.